Event description:
Underdelivery reported: the pump was returned from clinical service with a note attached stating. "Secondary infusing wrong amount (less than put in )". According to the customer contact, there was no tracking info (nurse, location, patient) included on the note. There was no incident report generated with the pump's serial number. Though requested, there was no add'l info available.